Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review was not performed. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, the root cause cannot be determined through sample inspection. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
This is a spontaneous consumer report from the (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd). On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain and vomiting and was hospitalized the same day. On (B)(6) 2010, prior to the start of antibiotics, a peritoneal effluent analysis with culture and gram stain were performed. At the time of this report, the results of these tests were pending. On an unreported date, the patient was treated with ciprofloxacin 200 mg intravenously (IV) every 12 hours and cefuroxime 750 mg IV every eight hours. The event of peritonitis was ongoing and improved. Pd therapy was ongoing. The reporter did not provide an opinion of causality for the events of vomiting and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.